Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing totally detached or separated from the luer fitting at the adhesive joint and confirmed the reported clinical observations.

Event description:
It was reported that during a procedure an intellanav mifi open-irrigated ablation catheter was selected for use. The generator displayed a temperature error message, and the irrigation was interrupted. When the physician inspected the catheter, it was noticed that it had its irrigation port damaged, and the water could not flow. The flow rate selected was 30 ml per minute. To solve this the catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure an intellanav mifi open-irrigated ablation catheter was selected for use. The generator displayed a temperature error message, and the irrigation was interrupted. When the physician inspected the catheter, it was noticed that it had its irrigation port damaged and the water could not flow. The flow rate selected was 30 ml per minute. To solve this the catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned.